Event description:
The consumer reported a false negative result with the binax now covid-19 antigen self-test performed on 10feb2023 on a nasal sample. The consumer had testing performed at a clinic on 06feb2023 using an unknown method that generated positive results. Per the consumer, they were testing to determine whether they were still covid-19 positive. No additional information, including patient treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 223417 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot: 223417, test base part number 195-430wjr / lot: 220586. The lot met the required release specifications. (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.b5 h3 other text : single use device discarded.

Event description:
The consumer reported false negative results with binax now covid-19 antigen self-test performed on (B)(6) 2023 on a nasopharyngeal swab. The consumer had testing performed at a clinic on (B)(6) 2023 which generated positive results (testing platform unknown). The consumer confirmed there was no harm, delay or impact in treatment as a result.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use device discarded.